Event description:
Eight minutes into the procedure, a fluid loss occurred at a rate of 2cc per minute. The procedures was aborted, cool down was completed. Procedural outcome was not reported at this time, the patient suffered a very small cervical burn (degree unknown) which was treated with silvadene cream. Doctor does not forsee any adverse effects.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn regarding root cause for this complaint.